Manufacturer narrative:
Batch review performed on 11-aug-2023 lot 1910652: (B)(4) items manufactured and released on 23-mar-2020. Expiration date: 2025-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant: batch review performed on 11-aug-2023 on gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot. 2001510 lot 2001510: (B)(4) items manufactured and released on 01-jul-2020. Expiration date: 2025-06-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At 2 years and 9 months from the primary, the patient came in reporting pain due to a loose femoral component and tibial tray. The surgeon revised the femoral component, insert, tibial tray and patella component. The surgery was completed successfully.